Manufacturer narrative:
Further information was requested but not yet available.

Event description:
A defective right ventricular lead was reported. Further information was requested but not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated during a procedure the physician elected to not implant the right ventricular lead due to the patient's morphology. The physician does not allege a malfunction. The patient experienced no consequences.